Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, during insertion of the screw, the 1st metatarsal was cracked. Another screw was placed in a different location.